Event description:
The hospital reported the following info: a patient was being transported from one area of the facility to another. The pt was connected to a companion c1000 portable liquid oxygen unit. The unit was laid on its side, next to the pt's leg. The c1000 was left in this position for approx 15 minutes. The c1000 leaked liquid oxygen on the patient. The patient suffered 2nd and 3rd degree frostbite burns to her upper calf, side of knee and lower thigh. The pt rec'd treatment from a plastic surgeon for these injuries.

Manufacturer narrative:
The c1000 was returned for nondestructive functional eval. The unit appeared soiled and used. The side cover was buckled and cracked. Two items appeared worn, the strap and the quick connect lip seal. The quick connect is loose at the bottle mounting bracket. During functional test, there were visible indications of a liquid oxygen leak coming from the quick connect until the completion of the filling procedure. The leak was without spray and limited to wetting the stationary quick connect. All flows were within specifications. In an attempt to duplicate the reported problem, the unit was filled to capacity and flow tested in various positions. Each position was tested at a continuous flow rate of 6 lpm utilizing a 7 foot single lumen cannula. When the unit was placed in a horizontal position (contrary to product labeling), liquid oxygen trickled from the unit for 1-9 minutes. Based on available info and non-destructive eval, it appears that the unit leaked liquid oxygen due to its improper positioning. Product labeling warns to keep this equipment in an upright position at all times or liquid may escape. Labeling also warns not to touch liquid oxygen or parts that have been in contact with liquid oxygen. Patient operating instructions warn to keep and use this equipment in an upright position at all times. If the stationary or portable unit is turned over, gaseous or liquid oxygen will escape. The c1000 has been placed in quarantine.